Event description:
It was reported the patient states her ipg is inoperable and she experiences pain at the ipg site. Subsequently, the patient will undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.